Event description:
It was reported that in cs300 intra aortic balloon pump there was low vacuum and electrical fault # 52. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e1 (initial rpeorter name and mail ID).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation conclusion) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the error. The unit passed all functional and safety tests per factory specifications.

Event description:
It was reported that prior to use, cs300 intra aortic balloon pump displayed low vacuum and electrical fault # 52. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, d4(version or model and catalog), d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the error. The unit passed all functional and safety tests per factory specifications. 3 gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.